Event description:
It was reported that there was a malfunction of the compressor motor. Patient involvement information was not provided by the customer. Repair will be completed at a non-medtronic location and the product is not in medtronic control.